Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch hardware was disassembled and realigned to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the unit is failing the leak test. There was no report of patient involvement.